Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for missing IV cover with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a missing sleeve cover on the non-patient end of the cannula which was noted prior to use. The following information was provided by the initial reporter: before use, the needle cover was missing.

Manufacturer narrative:
Medical device type: jka, fpa. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a missing sleeve cover on the non-patient end of the cannula which was noted prior to use. The following information was provided by the initial reporter: before use, the needle cover was missing.